Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault ID 0-0x277d, occurring without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump, malfunction did not recur, and customer was advised by technical support to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.